Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time and will remain a non-user of the device. The recipient has experienced a failure in situ. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. Visual inspection also revealed a broken antenna gold wire. The photographic imaging inspection confirmed a broken antenna coil wire. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feed-thru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however the issue did not resolve. Device testing could no be completed due to loss of lock. The recipient is reportedly electing explant surgery due to being a non-user. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.